Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the clips didn't close completely. Procedure was delayed thirty minutes. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.